Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A home hemodialysis (hhd) patient reported having difficulties returning the blood within the extracorporeal circuit towards the end of their hhd treatment. The patient's hhd nurse verified with the patient and their spouse that the difficulties experienced were directly related to improper technique and user error as attempts were made to connect two female connectors. The patient and spouse felt that the return of the blood within the extracorporeal circuit was taking too long so the decision was made to discard the entire circuit. The patient was not able to return any of the blood within the circuit. Therefore, the patient's estimated blood loss (ebl) was noted as being approximately 240 milliliters (ml). Both the patient and the spouse returned to the clinic for additional training and confirmed that the issue was caused by improper technique. Additionally, the patient and the spouse originally believed that the product was defective, however, a companion sample was returned to the user facility, which was found to be the same as the facilities stock. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the patient following the hhd treatment.